Event description:
It was reported that during follow-up, t-wave oversensing and noise were observed during a stress test. All other electrical measurements were tested and observed without anomaly. No further information.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.